Manufacturer narrative:
(B)(4). The incident sample has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a bipolar resection loop (storz product) connected to the ft0021s cord sparked strong during cut. Also the cord preheats and stops working before 50 sterilizations and sometimes does not work in cut or coag mode. No patient injury reported.

Manufacturer narrative:
(B)(4). The device was received and the investigation found the connector was damaged on pin 1 and the cable did not pass continuity testing. The investigation confirmed the reported condition of sparking and not working. Potential issues related to handling, storage and use of the cable in the field are unknown. The root cause of the reported event is undetermined. Review of the DHR indicates the returned cable had passed required testing and inspections before original shipment.

Event description:
The customer reported that they sterilize per the IFU and the cord didn't work after some sterilizations. They changed the process to low temperature sterilization (plasma) and the life of the cords were a bit longer. Initial evaluation of the device found the device failed hipot testing.